Manufacturer narrative:
The insulin pump was received with a blank display due to moisture damage at the electronic assembly. The following physical damage was noted: minor scratches on the lcd window, cracked casing at the display window corners, scratched reservoir tube window, cracked belt clip slot, cracked battery tube threads, and a broken reservoir tube lip.

Event description:
It was reported via phone call that the customer's battery cap was loose and their insulin pump had a blank display. The patient's blood glucose at the time of incident was 148 mg/dl. The customer woke up to a blank display; the customer mentioned a crack on their battery compartment. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.